Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
Analysis of the lead found two insulation abrasions, one on the connector boot of the is-1 leg and one on the end of the boot of the rv leg. The damage was caused by friction to the ICD can. The damage would not affect sensing and pacing. Electrical characteristics were found to be normal.